Event description:
It was reported that on an unknown date, a 19mm trifecta valve was implanted into the patient. On (B)(6) 2023, it was noted by echocardiogram that the patient had moderate to severe aortic regurgitation. The patient reported dyspnea. The physician suspects a tear. Diuretics were administered. The patient is reported to be hospitalized and recovering.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of moderate to severe aortic regurgitation and dyspnea was reported. It was also reported that a suspects a tear was suspected. A more comprehensive assessment, including histopathological examination of the valve tissue could not be performed as the device remains implanted and was not returned for analysis. A transthoracic echocardiography (tte) images with measurement of aortic valve mean transvalvular gradient of 16.6 mmhg were provided by the field. On long-axis of the aortic valve two leaflets were visualized with normal opening and leaflet motion. There was no evidence for a leaflet tear, however with two-dimensional tte it is not possible to clearly visualize all three leaflets. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.